Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [236838 summary.pdf]

Event description:
Study paper entitled "the outcome and survival of metal-on-metal hip resurfacing in patients aged less than 50 years" in january 2019 edition of the bone & joint journal identified six revision surgeries. Two in men and four in women, producing a 15-year cumulative survival of 96.8% (95% ci 94.2 to 99.4) including 99.4% (98.4% to 100%) for men and 93.8% (86.9% to 100%) for women. The indication for revision included loosening in two, and lysis, malposition, fracture, and osteonecrosis in one each. Most revisions (four) occurred in women within the first three postoperative years.